Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. An internal/external inspection was performed and the device passed, along with all of the electrical testing. The fluid volumetric accuracy test that was performed, had failed with the original piston foam. However, when a test article, piston foam, was installed, the device passed the accuracy confirmation testing. A short simulated therapy was successfully performed with the test article. The original piston foam was removed and inspection revealed that the piston foam was deteriorated. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam which was to be scrapped. The piston foam was replaced. Should additional relevant information become available, a supplemental report will be submitted.